Event description:
A malfunction on the pump was reported. The customer¿s blood glucose level did not exceed 500 mg/dl and was within normal range. Technical support provided information to reset the pump and assisted the caller in doing so; the issue did not recur, allowing the customer to continue using the pump. The caller acknowledged the instructions and understood to call back if the malfunction code appeared again.